Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was the customer experienced an elevated blood glucose (bg) of over 600 (mg/dl) due to not having supplies to complete the load process after running out of insulin on a cartridge. Then, a minimum fill notification occurred with a cartridge filled with 250 units of insulin. Bg was addressed with customer completing the loading sequence with a new cartridge.